Event description:
It was reported that the therapy was "fading in and out" and the patient's hands were shaking more than when they first hand the ins implanted. The caller noted that the patient's hands would never shake when the ins was first implanted. The caller added that the shaking occurred in "short episodes." Agent did not ask about the circumstances that led to the reported issue. The caller mentioned that the patient's therapy was turned on 24/7. The caller asked if having therapy turned on 24/7 would affect the ins battery longevity, and if turning therapy on/off would adversely affect therapy overtime. Agent reviewed requested information. The caller stated that the patient was in a rehab facility, so they were unable to confirm therapy or ins battery status. The caller was redirected to the patient's healthcare provider (hcp) to further address the issue. The caller stated that the patient will be seeing a new hcp for their next appointment, but they did not know the name of the new hcp. The caller stated that they were not sure when they patient would be leaving the rehab facility, so they were not certain the next time the patient would be able to see their hcp. Agent provided the caller with the nas phone number, and reviewed that the rehab facility could consider calling nas to page a local rep and see if they could assist with checking the ins.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.